Manufacturer narrative:
The event occurred in france. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported failure ¿eeprom¿ could lead to the pump stop therefore, a report is required. According to the ssu (sales and service unit) dated on 2024-06-24 the customer confirmed not to order any repair due to the age of the device (produced in 2004). The device will be replaced with a rotaflow ii. Thus the failure could be confirmed. The exact root cause therefore could not be determined, however the "eeprom error" is most probably caused by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Following causes could cause a read-/write-error in eeprom block ic9 on the control board: - exceedance of age or write cycles. - temperature above or below the specified temperature range. -disturbance in the data or address lanes (e.g. By emi or malfunction of other connected components) - statistical failure. Based on these investigation results the reported "eeprom error" could be confirmed. The review of the non-conformities was performed on 2025-02-17 and during the period of 2004-10-12 to 2025-02-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2004-10-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2004. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in france. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported failure ¿eeprom¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).